Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed

Event description:
It was reported that the keypad failed. There was no patient involvement.